Event description:
It was reported that the patient was in atrial fibrillation that was undersensed by the pacemaker and right atrial lead. The device was reprogrammed to improve sensing, and the device began to mode switch appropriately. The patient was stable after reprogramming.